Event description:
It was reported to covidien on 02/19/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed in (B)(6)2009 in the left ij. Dialysis staff noted pinhole in extension leg on (B)(6)2010. Catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.